Event description:
It was reported by dealer that the front wheel has been rubbing on the foot plate from the time it was received on the (B)(4) power chair. The dealer also stated the arm pads have chunks missing, and the seat was torn.